Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot manufactured october 24, 2014 to october 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had black particulate matter on the reservoir; it was not specified if the particulate matter was in or outside of the fluid path. The device was compounded with fluorouracil. This was found during storage. There was no patient involvement. No additional information is available.